Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head would not read devices. The programmer and radio frequency (rf) programmer head were returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head was intermittent. Moving the rf head cable caused intermittent function and the programmer to shut off. There was a cut on the rf head cable insulation that caused the programmer shutdown if the cable was wiggled. Analysis also found the rf head label was delaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.